Manufacturer narrative:
This issue is being considered a malfunction of the device and is MDR reportable. The incision was widened in order to explant the lens. Upon device return, the product (sn: (B)(4)) will be analyzed to determine root cause of torn haptic during intraocular lens (iol) implantation. Device not returned yet.

Event description:
The trailing haptic snapped off when the doctor was injecting the lens into the eye. The incision was widened in order to explant the lens.

Manufacturer narrative:
The purpose of this follow-up report is to provide corrected and additional information (in the form of device evaluation findings) completed after the initial report was filed. The following information has been corrected from the initial report: device evaluated by manufacturer: returned - no; evaluated - yes. Although the customer initially indicated the intent to return the device, it was not returned to the manufacturer. Therefore, an evaluation of manufacturing records was conducted, as noted below. The following additional information resulting from the device evaluation is being added: the product was not returned to the manufacturer. Therefore, the device evaluation consisted of a review of the production and inspection records. The device evaluation conducted by (B)(4), hoya quality assurance, on 21-jan-2016, found that there were no abnormalities in the production and inspection records. The exact root cause was not determined. However, based on the investigation, the malfunction is believed not to have been product related.

Event description:
The trailing haptic snapped off when the doctor was injecting the lens into the eye. The incision was widened in order to explant the lens.